Event description:
Caller reported an issue with the insulin pump where the gauge displayed a different amount than expected, resulting in a fill estimate of 19 units instead of the 230 units anticipated. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on proper procedures, including removing air from the cartridge and using room temperature insulin. Although the caller agreed to load a new cartridge, technical support could not assist with the process as the caller used insulin pens instead of vials, leading them to provide alternative guidance. An email with resources for loading cartridges was sent to the caller.